Event description:
It was reported that a tkd12 trocar kit was used during an unknown procedure. It was reported by the affiliate that the 512sd, out of a tkd12 kit, the lever lock broke during the procedure. Another tkd12 kit was opened to complete the case. There was no consequence to the pt.